Event description:
The patient suffered a fall about a year ago and since the fall her stimulation "feels different." She also experienced a shocking or jolting sensation that she described as a "zing." The patient also noted that her bowel movements can be difficult. The stimulation changes were random and occurred any time of day or night and in any physical position. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).